Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
The force bipolar instrument has been returned and evaluated by the failure analysis team. The instrument was found to have a bent grip, causing vertical misalignment of the grips. There was a portion of the grip near the base, closest to distal clevis pin that extended further than manufactured and that appeared to be broken. Additionally, the instrument was found to have damage of the conductor wire¿s insulation the wire insulation was damaged and the instrument passed a electrical continuity test.

Manufacturer narrative:
An RMA was issued to the customer requesting to have the intuitive surgical, inc. (Isi) device returned. Additional information is being gathered to determine the contribution of the device to the customer reported issue. The root cause of the customer-reported failure mode could not be determined as the product would not been returned for evaluation.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the force bipolar instrument had broken tips. The procedure was completed with no reported injury.